Event description:
The clarivein catheter was used to infuse physician specified medication to the peripheral vascular. Physician performed a gsv (great saphenous vein) procedure and reportedly observed a dvt post procedure. The patient was treated and the dvt resolved quickly. The physician did not specify a time frame.

Manufacturer narrative:
There was no issue cited with device performance. The company has made multiple attempts to obtain additional info, including imaging and operating reports, from the physician but he has refused to provide any.